Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid circumflex artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 18 mm xience prime stent delivery system (sds) was advanced many times, but could not cross to the lesion due to the anatomy. During the attempt to cross, the hypotube of the sds separated approximately 60 cm from the proximal hub. The separation occurred inside the guiding catheter; therefore, a 2.0 x 15 mm balloon was advanced to the distal end of the guiding catheter and inflated. The guiding catheter was then removed with the balloon and the separated portion of the sds. The sds was removed and further dilatation was performed. A new 3.0 x 18 mm xience prime was then used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.